Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2023 the patient visited a doctor because she was having pain. At that time she was diagnosed with a gluteus medius tendon tear. On (B)(6) 2023, the doctor informed her that the chromium level is 0.8, and her cobalt level is 2.7, above 1 ppb threshold. The doctor informed her that at this point in time, they will wait for her titanium level to come back. If her titanium level is above 10, this would be concerning for mechanically assisted crevice corrosion at the neck-stem taper junction. Over the next year it was determined that her cobalt and chromium levels were not stable. During the revision surgery the doctor found: failed right total hip arthroplasty; right hip, abductor tear and metal debris was noted at the stem-neck junction. Non mpo products: product ID: 6230040e x3? Liners/ lot no.: micrvn9/ qty: 1. Product ID: 5000354e x3? Stryker trident acetabular system/ lot no.: ni/ qty: 1.